Event description:
Same case as 6000093-2007-01027. It was reported that 640 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Implant procedure #1. Target lesion 1 was a 2.7mm, 90% stenosed, 15mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with rotational atherectomy, predilatation, and an attempt to place a 2.75 x 28mm taxus study stent which failed to cross the lesion. This stent was exchanged and overlapping 3.0 x 12mm and 2.5 x 16mm taxus study stents were successfully deployed with a 2mm overlap. Following post-dilatation, residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. Future intervention was planned for the left circumflex. Implant procedure #2. Twenty four 24 days after the initial procedure, the pt was readmitted for planned pci. The target lesion was a 3.0mm, 90% stenosed, 12mm long, portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and an attempt to place a 3.0 x 20 mm taxus express2 stent. The stent would not cross the lesion and further predilatation was performed. The 3.0 x 20mm stent was deployed on a second attempt with slight under-deployment of the mid to distal portion. Following post-dilatation, the stent was fully deployed with residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. At 639 days after the initial procedure, the pt was re-admitted for pci and rotational atherectomy of a known lad lesion. Treatment the next day, consisted of rotational atherectomy and predilatation. After several attempts at stent placement, there was success in placing overlapping 2.5 x 12mm and 2.5x24mm bare metal stents. Residual stenosis was 0%. The pt was discharged the next day on aspirin and plavix. In the opinion of the physician the relationship of the tvr to the taxus stent is unrelated. Following further review it was reported that the cec adjudicated results of the adverse events are, possibly related to taxus stent.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.